Event description:
The pencil was being used during a procedure when a latch-on-condition was witnessed. The pencil did not cause injury.

Manufacturer narrative:
The incident sample was not returned to valleylab; however, an x-ray of the pencil was sent. The x-ray was taken at an oblique angle which shows the coag dome depressed on two of the three pencils x-rayed (refer to mfg report #1717344-1997-46 & 1717344-1997-47. Due to the angle of the x-ray & not having the actual pencils to test, no determination of the actual failure mode can be made. However, due to multiple reports of this nature, a failure analysis was performed. An over-travel dome failure may occur if the user exerts excessive force on the switch which causes the idc pin to move downward, thus allowing the dome to over travel into a self-activation position. Corrections have been implemented by modification to the switch base to prevent the downward travel of the idc pin.